Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate sense. Additional information received from the field representative that the noise was caused by the intermittent conductor fracture. Furthermore, pacing threshold measurements have also increased with no electromagnetic interference (emi) noted. A new lead was then implanted. This rv lead was surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.